Event description:
I used a thermacare heatwrap across my back. I started to come loose, so I pushed on it to secure it. A liquid oozed on to my hands causing chemical burns that got worse for several days. Even my finger nails were affected. I took pictures but never reported it. Otc product, the problem did not stop after the person reduced the dose or stopped taking or using the product. Frequency: as needed; transdermal, date of use: (B)(6) 2016. Reason for use: sore back.